Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that they're having a lot of issues with air-in-line alarms could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the 118" ded set 20dp w/texium chck vlv 2ss experienced air in line. The following information was provided by the initial reporter: we have inpatients who come in for a 4 day continuous infusion of 3 chemo drugs that are mixed together in a bag. We make a 24 hour bag each day. We're having a lot of issues with air-in-line alarms and I was wondering if you have anything to suggest. We use alaris pump tubing 24601-b007t (has to be low sorb tubing) and we prime it with ns here in the IV room.